Event description:
It is reported bd low sorbing secondary set smartsite needle free valve bag access port leaked. The leak occurred from the bottom end where it attached to the ysite, but was unable to be tightened any further.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.